Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a 2.0 x 10mm bone screw (50-20410) broke during a mandible fracture case. The surgeon was screwing it in through the trocar and it snapped. The surgeon was only able to put 5 screws in the 6 hole plate. However, there are no adverse events to report, and there wasn't a delay in the case since the broken portion remains in the bone.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Furthermore in the related risk management file these possible root causes were stated. Incorrectly selected/ assembled implant/ instrument. Unsufficient/too high bone quality. Wrong/ missing information. Wrong/ missing functionality check. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time.

Event description:
It was reported by a company representative that a 2.0 x 10mm bone screw (50-20410) broke during a mandible fracture case. The surgeon was screwing it in through the trocar and it snapped. The surgeon was only able to put 5 screws in the 6 hole plate. However, there are no adverse events to report, and there wasn't a delay in the case since the broken portion remains in the bone.